Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a.

Event description:
Healthcare professional reported right side device rupture with gel leakage diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side device rupture with gel leakage diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d3, d4, d6a, d6b, g2, g4, h4, h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.